Event description:
It was reported that the product broke in two, just below the introducer valve hub. It was observed that the patient did bleed. Follow up with the nurse manager indicated that blood was not administered to the patient, and there were no extra procedures performed to stabilize the patient.

Manufacturer narrative:
The introducer was returned attached to a 7f 3 lumen 16 centimeter multimed catheter. The introducer sheath hub appeared to be torn in half at the valve body. Unable to determine cause of the tear. The tear or break surface was smooth over more than half the area.